Event description:
It was reported that the pump had been alarming with no message displayed on the screen. This blank alarm event pauses the delivery of the pump until the error is addressed. The batteries had been changed, and the infusion had been restarted. The settings had been reviewed. The reservoir volume had been recorded as empty in 24 hours and 17 minutes, which the patient had confirmed as correct. The reservoir volume had been noted as 177.2 ml, with a rate of 7.3 ml/hr. The event occurred while in use with a patient, and the patient had not been affected.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The service history review had no indication that the complaint was related to a service of the device within the review period.